Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an autocart surgery at the ankle metal debris was produced by the device. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6)2023 update dw. Further information were provided that it appears that not all fragments could be retrieved out of the patient.

Manufacturer narrative:
The complaint is confirmed. Visual evaluation noted that it had damage on one side of the edges of the inner tube. Functional testing was not performed due to the damage to the device. The most likely cause for the observed condition is the application of excessive forces/side-loading on the device during use, characterizing abnormal use. Directions for use dfu-0215-eo section f.7 indicate that "excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device."